Event description:
It was reported to philips that the wireless footswitch had intermittent contact with the basestation. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnostic procedure was performed when the issue happened and completed by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and identified that the wi-fi (led) indicator on the wireless footswitch was flashing red, while the battery indicator was green. To resolve the problem, fse replaced both the wireless footswitch and the base station and return the parts for further analysis and found a loose bracket and the battery not charging and the screw attachment was broken off. After repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The corrections executed included: ¿ a firmware update to ensure that a loss of connection does not require a reboot of the system to re establish connection (2021-igt-bst-020, 2023-igt-pun-004) ¿ an update to the instructions for use for charging and handling of the wireless footswitch ¿ the requirement to have the wired footswitch always connected therefore, in the sequence of events above indicated, due to the use of an alternate footswitch or hand switch the procedure can be completed with minimal or no delay, the malfunction would not likely lead to a death or serious injury. Since the execution of the c&r no complaints have been reported to philips alleging harm or potential serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.